Event description:
The manufacturer received information alleging that the simplygo mini device would not charge. The device was not in use on a patient at the time of the occurrence. The device was returned to the philips service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, it was noted that the device had a burnt main pca. In conclusion, the device's pca was replaced to address the issue. Additionally, during the service of the device, the inlet filters were replaced, the sieves were replaced, the air side assembly was noisy and replaced, and the o2 side assembly was replaced. These were unrelated to the reportable malfunction/issue. The device passed all final testing. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.